Manufacturer narrative:
The complaint of leaks on item d1000 cannot be confirmed. Since no product samples, pictures, or videos were received for investigation. Without the return of the used sample, a comprehensive failure investigation cannot be performed, and probable cause cannot be determined.

Manufacturer narrative:
D4. Lot# 13963968 was provided by the initial reporter, but this number was not found in this system. D4 and h4 the lot#, expiration date, and manufacture date are unknown. The device is not available for evaluation. The investigation is pending completion. Upon completion a supplemental MDR will be submitted. E1 additional contact: (B)(6)

Event description:
A complaint was received regarding a tego connector that experienced ruptured seal and leakage during patent use. Patient did have some blood loss but not enough to cause harm. This is report 3 of 4. It was reported that when detaching/removing syringe from tego connector after flushing dialysis line during procedure of taking patient off dialysis, blood was noticed leaking. The blood was tricking fast until line got clamped soiling patients clothing. Upon inspection of tego the membrane was noted ruptured. The product was connected to a central line catheter.